Manufacturer narrative:
As reported, two parts of an 11f 11cm avanti+ catheter sheath introducer (csi) separated from each other and the csi reportedly failed part way through robotic cardiac surgery procedure. There was no reported patient injury. Packaging and lot numbers were not available for retrieval. Multiple attempts to obtain supplemental information were made; however, additional event details were not available. The device will not be returned for evaluation. A product history record (phr) review of lot 18500965 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer-separated¿ could not be substantiated because the device was not returned for evaluation, no images were provided, and limited event details were available, preventing confirmation of the reported damage or determination of the failure mechanism. As a result, the investigation was limited to a review of available documentation and manufacturing history. Although the cause of the reported event remains undetermined, the investigation did not identify evidence of a new or increased residual risk beyond those already addressed by existing risk controls. Based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process; therefore, no further action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two parts of an 11f 11cm avanti+ catheter sheath introducer (csi) separated from each other and the csi reportedly failed part way through robotic cardiac surgery procedure. There was no reported patient injury. Packaging and lot numbers were not available for retrieval. The device will be returned for evaluation.